Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that for an ar-8305, (synergy resection shaver console) was returned from the qld office. It was unknown if the unit was working. The unit was not on system base. Service tested the unit and found the display was not working and a burning smell was coming from the unit. This was detected at an unspecified time on (B)(6) 2023 with no case involvement.

Event description:
On 4th march 2024, it was reported by an arthrex employee via email that for an ar-8305, (synergy resection shaver console) while servicing on a loaner equipment the service and repair technician noticed burnt smell. This was detected at an unspecified time on 4th march 2024 with no case involvement.

Manufacturer narrative:
Corrected data: b5: summary adjusted to correct awareness date, g3: adjusted to correct awareness date.